Event description:
A physician reported that during a surgery an ophthalmic lser probe tip was found to be bulged and cound not enter thrigh the trocar cannula. Procedure details were not reported. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 25-gauge laser probe was received. And a visual assessment of the returned sample revealed, no obvious nonconformity. The 25-gauge laser probe was tested, and it was found that the trocar was stuck on the laser probe. The reported event was replicated. A 25-gauge laser probe non-conformance-based review of the batch/lot/serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint(s) was determined, to not be relevant to this investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event is attributed to excess adhesive on the nitinol-cannula junction. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).